Manufacturer narrative:
Due to character limit of e1(B)(6). It was reported that the cs300 intra aortic balloon pump (iabp) ECG port was not reading. Patient involvement unknown, however no adverse event reported. A getinge field service technician (fst) observed the failure reported by end user ECG not being detected. Examined ECG trunk cable and observed damaged cable. Customer supplied new ECG trunk cable and wires. Tested ECG cable and lead wires and all lead selections operational to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) ECG port was not reading. No harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e4 (initial report sent to FDA).